Manufacturer narrative:
Physio-control further examined the customer¿s device and was unable to duplicate the reported issue. As a precaution physio replaced the ui flex cable assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.